Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pacing lead had low sensing and unacceptable pacing thresholds. The physician attempted to reposition the lead but the lead helix would not retract. The lead was removed and was not implanted. A new lead was used. No patient complications have been reported as a result of this event.